Event description:
Zoll customer support contacted a (B)(6) male pt in regards to his download, which revealed high average current consumption flags. When the monitor was returned for servicing, it would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval, it was found that the flash memory chips ((B)(4) and (B)(4)) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt rec'd a replacement monitor.